Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. The small gas leak occurred after changing gas cylinder. Field service engineer confirmed leak by opening the cylinder with a diagnostic tool, waiting a while, then closing it and observing. After 5 minutes fse confirmed a 50 psi leak on the connector on the internal cart side. Transducers and regulators were calibrated. The treatment was able to be completed and there was no patient harm.